Event description:
Event description cpi received information that this bipolar lead was removed from service. During a replacement procedure of an implantable pulse generator (ipg) the lead was accidentally nicked by the physician.